Manufacturer narrative:
Result of investigation: vyaire field service went onsite technician replaced main printed circuit board (pcb) assembly. Performed operator's verification procedure (ovp) and performance check all passed. All works accomplished as per vela service manual the unit is operational and meets original equipment manufacturer (OEM) specifications.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator has motor fault error code. At this time, there is no information regarding patient involvement associated with the reported event.